Event description:
It was reported that the patient developed a seroma at the device site. An examination on (B)(6) 2010 revealed swelling and bruising. An examination on (B)(6) 2010 revealed swollen and spongy skin. Fluid was aspirated on (B)(6) 2010, and the patient recovered without sequela as of that day.

Manufacturer narrative:
Lead model 3778-45, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011; extension model 3708140, serial # implanted: (B)(6) 2008, explanted: na; extension model 3708140, serial # implanted: (B)(6) 2008, explanted: na; programmer model 37743, serial # (B)(4); accessory model 37752, serial # (B)(4).